Event description:
The customer called technical support (ts) and requested to be contacted to schedule a service. The manufacturer's product support engineer (pse) had been on site to perform the service but stated that he could not complete it because the ventilator had code 110d "proximal pressure sensor range error" in the diagnostic log. The customer reported there was no patient involvement at the time of the issue. The manufacturer's product support engineer (pse) evaluated the device with the assistance of the customer. The customer stated that he could not find that code in the diagnostic log and that he tested the ventilator, and it passed all testing. The requested service was scheduled to be completed.